Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gas leak in circuit alarm. There was no patient involved.

Manufacturer narrative:
Customer reported gas leak in iab circuit. A getinge field service engineer (fse) evaluated the iabp unit and confirmed in logs. No patient harm noted. Fst could not duplicate gas leak issue and all leak tests passed without issue. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) gas leak in circuit alarm. There was no patient harm reported.